Manufacturer narrative:
Zimvie complaint (B)(4). Patient weight is not provided / unknown. Initial reporter¿s title and last name are not provided / unknown.

Event description:
Fractured platform of implant was reported. Bone loss, inflammation and pain are also reported. The implant was removed. Tooth site #4.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: h2: if follow-up, what type h10: additional narratives/data the devices were returned and the reported implant fracture was confirmed following visual evaluation. However, bone loss could not be verified as the exact details of event were unknown/unverifiable. Based on the evaluation, device malfunction has occurred (implant fracture + screw fracture). However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported events. Monthly post market trending review identified no adverse trends or actionable trends for the reported events or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specifications and conforming when they left zimvie. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedures. However, DHR could not be reviewed for the unknown screw since the lot number was unknown. Complaint history review was performed for the reported lot number for similar events and 1 other complaint was identified. Complaint history could not be reviewed for the unknown screw since the lot/item number was unknown. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Manufacturer narrative:
This report is being submitted to report additional information.

Event description:
Fractured screw was found in the implant during investigation.